Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed that that stc mixer was dirty by visual examination. Fse then cleaned and lubricated the mixer. The customer then ran liquicheck quality controls with acceptable results and without any stc mixer errors. The instrument was operating as expected. There was no further action required by fse. A 13-month history review and service history review for similar complaints was performed for serial number 80267103 from 05-oct-2017 through 05-nov-2018. There were two similar complaints, including this ticket, identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [3061] stc lane mixing failure cause : the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the 3061 stc lane mixing failure error message was a dirty stc mixer.

Event description:
A customer reported error message 3061 stc lane mixing failure with the aia-2000 instrument. The customer did reboot the instrument and performed an all set home and the same error recurred. The customer confirmed that there were stc cups on board. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.